Manufacturer narrative:
Analysis and results: there is one previous complaint of this code batch regarding other issue. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 1 opened sample (seem unused) with the needle detached from the thread and the thread is not wound on the pack. However, without any closed samples we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Knot pull tensile strength results before releasing the product were 0.72 kgf in average and 0.51 kgf in minimum and fulfilled ep requirements (0.31 kgf in average and 0.10 kgf in minimum). Remarks: when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: in spite of receiving one open sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reports that the suture broke during surgery. Additional data has been requested.